Event description:
The stryker suction irrigator was leaking brown/black fluid. This is presumable from the normal salini bag. Somehow the fluid is backing up into the battery compartment and there is corrosion that is dripping from the irrigation pump. Ref: 250-070-520, lot: 22264fg2, exp: 09/20/2024.